Manufacturer narrative:
Isi has received the cadiere forceps instrument for evaluation; however, failure analysis has not been completed at the time of this report. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if additional information is obtained. A review of the instrument log was performed. Per the review, the following was confirmed: system serial #, device material, lot#/serial #, and event date. The instrument was last used on (B)(6) 2021 on system (B)(4). The instrument had 4 uses remaining after last use. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. Based on the information provided at this time, this complaint is being reported due to the following conclusion: it was reported that one of the jaws of the cadiere forceps was loose in the patient's body. The fragment was not retrieved. Unintended fragment(s) falling into the patient may require surgical intervention. At this time, it is unknown what caused the breakage to occur.

Event description:
It was reported that during a da vinci-assisted hysterectomy, endometriosis resection, and gastric bypass surgical procedure, the surgeon no longer saw the cadiere forceps on screen. The instrument was completely turned over, closed, and not straight. It was complicated to put the instrument in the correct direction. The customer pulled the instrument out of the trocar and repositioned the instrument. Then, it was noticed that one of the jaws of the instrument was loose in the patient¿s body. The instrument was replaced. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up on 14-apr-2021 and 19-apr-2021 and obtained the following additional information: the fragment was not retrieved. The surgeon noticed the fragment fall, but decided not to retrieve it. An x-ray was performed, which confirmed that a fragment was left in the patient's body. The site planned to remove the fragment during the reversal of a colostomy. It is unknown what caused the instrument breakage. The instrument was used for approximately 5 to 6 hours during the procedure. The instrument was not inspected prior to use. It is unknown what surgical task was being performed when the fragment fell inside the patient as the surgical staff did not see the instrument breakage occur. The surgeon did not notice any other issues with the functionality of the instrument prior to the reported event. It is unknown if the instrument collided with another instrument or hard material during the surgical procedure. It is unknown if the fragment fell inside the patient during an instrument tip/accessory collision. Prior to the reported issue, the instrument had been removed during the procedure and the wrist was not straightened prior to removal. The surgical staff did not feel any resistance upon removal of the instrument through the cannula. Upon final removal of the instrument, after the instrument breakage, the wrist was straightened. The surgical staff did not feel any resistance upon removal of the instrument through the cannula and did not notice any damage to the cannula after the event occurred. The reporter was not aware of the patient returning to the hospital due to an post-surgical complications related to retaining a foreign object. Further patient demographics were not provided. A video of the procedure was not available for review.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Based on a re-evaluation of the complaint information, this complaint has been reclassified as an adverse event and product problem rather than just a product problem, as previously reported.

Manufacturer narrative:
D11: intuitive surgical, inc. (Isi) received the cadiere forceps instrument involved with this complaint and completed the device evaluation. Failure analysis investigation replicated/confirmed the reported complaint. The instrument was found to have a broken grip at the grip base. A piece approximately 0.209¿ x 0.675¿ was found to be broken off. The broken piece was not returned. The root cause of the failure is typically attributed to mishandling, such as excess force applied to the instrument jaws.

Event description:
Refer to h10/h11 for follow-up information.